Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that unspecific number of unspecified bd insulin syringe experienced scale marking issue. The following information was provided by the initial reporter: stated, some of the syringes in box have "half unit markings" and some do not.

Event description:
It was reported that unspecific number of unspecified bd insulin syringe experienced scale marking issue. The following information was provided by the initial reporter: stated, some of the syringes in box have "half unit markings" and some do not.

Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj. And the franklin lakes FDA registration number has been used for the manufacture report number. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.